Event description:
It was reported that a power source alert occurred while using a tandem charging cable and wall adapter. Blood glucose level did not exceed 500 mg/dl and was within normal range. The customer attempted to resolve the issue by leaving the wall adapter plugged in for 30 minutes and trying different adapters and cables, but these efforts failed to charge the pump. Tandem technical support decided to replace the pump, and the customer was instructed on how to store and return the malfunctioning pump. The customer planned to use multiple daily injections (mdi) as backup therapy to maintain insulin delivery.